Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance measurements. Additional information indicates that the patient had a ventricular assisted device and was believed to be playing a role in the oor impedance measurements. The cause was not conclusively determined, however will continue to monitor. The system remains in service. No adverse patient effects were reported.